Manufacturer narrative:
Visual inspection of the driver revealed the secondary motor cam follower out of bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed three new 2d alarm codes. Since signs of secondary motor engagement were observed during the incoming visual inspection, it is likely that these are the customer-reported alarms as the 2d fault code is produced because of the engagement of the secondary motor. The secondary motor cam follower may have been initially moved out of bdc position by a drop, near drop, or other rough handling. The driver in "as received" condition passed all sections of incoming functional testing. Additionally, since the secondary motor of the driver was observed to be out of bdc position, a functional test was performed on the secondary system. The driver functioned as expected while operating on the secondary motor system and sounded a fault alarm as designed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the reported issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm and did not pass the system check out procedure.